Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment of low battery indicator issue, device intermittent. The battery board and shorting bar (battery drawer) were replaced as a preventative measure. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was tested prior to use. The transvenous pacing (tvp) did not initially turn on after batteries were inserted. Batteries measured ok and worked on a different tvp. During additional testing, tvp powered on/off and battery icon changed from full to empty when battery door slightly touched or moved. The epg was returned for analysis. There was no patient involvement.